Event description:
It was reported that when moving to distal burring the hand piece would continue to disengage with the drill. The warning would come up on the screen and had to recalibrate twice. Both times having the same issue of disengaging as starting to bur. Eventually got a new hand piece and case was completed with delay of less than 30 minutes and no patient injuries.